Event description:
It was reported that the stent started to deploy before entering the body. A 8 x 80 x 130 innova self-expanding stent was selected for a bilateral external iliac stenting procedure. The sent was inadvertently deployed prior to entering the patient. There were no patient complications reported and the procedure was completed with another stent.

Manufacturer narrative:
Device eval. By manufacturer: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 17mm from the sheath. Microscopic examination revealed no additional damages. The pull rack and yellow thumbwheel lock was still in the manufactured position. A test guidewire was inserted into the device and was able to pass through, with some resistance, at the kinked section. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed the stent is partially outside of the sheath.

Event description:
It was reported that the stent started to deploy before entering the body. A 8 x 80 x 130 innova self-expanding stent was selected for a bilateral external iliac stenting procedure. The sent was inadvertently deployed prior to entering the patient. There were no patient complications reported and the procedure was completed with another stent.